Manufacturer narrative:
Section h1: correction. Manufacturer's investigation conclusion: pump stop and low speed events were confirmed via the log file data provided by the account. Log file 92271358 contained data spanning from (B)(6)2020 at 21:53:07 to (B)(6) 2020 at 13:33:28, per the timestamp. Log file 93060653 contained data spanning from (B)(6) 2020 at 21:16:15 to (B)(6) 2020 at 05:50:39, per the timestamp. Log file 94080934 contained data spanning from (B)(6) 2020 at 11:52:19 to (B)(6) 2020 at 08:22:06, per the timestamp. Low speed events were captured on(B)(6)2020 while the system was supported with the mobile power unit. Pump stop events with associated low speed/flow alarms were captured on (B)(6) 2020, beginning at 00:27:11, 00:28:09, and 00:28:23, while the system was supported with the mobile power unit. Based on our complaint history and similarly reported events, the data captured in the log files are consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the pump stop and low speed events cannot be conclusively determined through the evaluation of the returned portion of driveline. A distal end driveline repair was performed by an abbott technical services representative on (B)(6)2020. The approximately 15" segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Following the repair, the patient did not experience any further alarms until (B)(6) 2020, when they experienced pump stop events while connected to the mobile power unit/grounded patient cable. The pump stop events resolved when the patient connected to battery power. The patient reportedly experienced dizziness, near syncope, and lightheadedness during the event. Two ungrounded patient cables were previously requested for the patient. The patient is currently stable at home and remains ongoing on (B)(6). No further events have been reported at this time. There was an incidental finding of a tear in the silicone sleeve underneath a rescue tape repair was identified on a detached portion of silicone sleeve and was approximately 16.0¿ from the metal connector. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The log file captured pump stops on (B)(6)2020. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the mpu. Our records show the prior perc lead repair was performed within 3 inches of the exit site so another perc lead repair is not possible. No issues were found with the removed section of perc lead.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced multiple low speed advisories. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to mpu / power module. On (B)(6) 2020 tech services arrived onsite for driveline evaluation/repair. Performed repair three inches from the exit site.